Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar was not firing, the customer had tried replacing energy cable, another bipolar socket and another bipolar instrument. The customer confirmed bipolar instrument was detecting in integrated electrosurgical unit (iesu/erbe). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no error in logs. The tse suggested to power cycle the erbe. The procedure was completed with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked prior to use and the esu initially powered on without errors. The bipolar was not firing, no error message. Monopolar working good. They tried changing cable and instrument too. The customer managed with monopolar energy and completed the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting bipolar not firing, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. This complaint is reportable malfunction event due to the following event: it was alleged that the bipolar was not firing and the fse replaced the erbe to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint. The erbe energize and cauterized and all ports recognized instruments.